Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00585. It was reported that both of the patients leads had migrated resulting in ineffective therapy. Issue was confirmed through a fluoroscopy. Surgical intervention may be taken to address this issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023, where both leads were repositioned. Effective therapy was established post-operatively.